Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported material deformation was unable to be confirmed. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, a definitive cause for the reported/noted difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 100% stenosed chronic totally occluded proximal left anterior descending artery. A 3.0 x 38 mm xience prime stent delivery system could not cross the lesion. The device was removed and it was noted that a stent strut was flared. Another un-specified stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Returned device analysis revealed the proximal shaft was separated. No additional information was provided. Returned device analysis revealed the proximal shaft was separated.